Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by customer prior to use that the cardiosave intra aotic balloon pump`s battery was not charging. There was no patient involvement and no injury was reported.

Event description:
N/a

Manufacturer narrative:
Corrected fields: h6- medical device problem code. Updated fields: b4, e1- initial reporter name, e1-event site email address, g1-contact person at mfg site, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. A getinge field service engineer (fse) was despatched for evaluation. Fse upon arrival and initial inspection discovered that the console was not pushed all the way into the cart. Fse pushed the console into the cart and the batteries began charging. Explained how to check this to the biomed. Performed any other maintenance checks as this was the only complaint and the annual maintenance was recently performed. Unit was returned to customer cleared for clinical use. The root cause is "user related.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: e1 (initial reporter), h6 (type of investigation, investigation findings).